Event description:
It was reported during an electrophysiology procedure, the pt had an asthma attack. The sl1 introducer sheath was placed in the left atrium by transseptal approach. The curve of the sl1 wasn't appropriate curve for the pt so the physician exchanged the sl1 for a different introducer. The ablation catheter was removed from the sl1 introducer sheath and the guidewire was inserted. At this time the pt experienced an asthma attack; the physician noticed air infiltration in the pt under fluoroscopy. The physician removed the guidewire quickly and attempted to aspirate the air out of the pt via the introducer. A small amount of air was aspirated, however, the remaining air passed to the left atrium. The pt had a seizure, was intubated and was transferred to the cerebral surgery hosp. A large cerebral infarction was found and it was unrecoverable. The pt remains unconscious. The doctor states the pt's asthma attach caused the pt hyperpnea; this created a negative presure in the pt. The pt suffered an air embolis through the sl1 introducer sheath.